Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high but not out-of-range pacing impedances and high thresholds due to lead movement. No adverse patient effects were reported. The lead remains in service.

Event description:
New information received indicates that this lead was surgically abandoned due to therapy upgrade.